Manufacturer narrative:
If implanted, give date: not applicable, device inserted and removed during same procedure. If explanted, give date: not applicable, device inserted and removed during same procedure. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted and removed in the same procedure. The reason for the removal was not specified.